Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Called contact who stated that the leg had broken in half on the transfer bench.